Event description:
A bipap autosv device was returned to a third-party service center for service as part of the sound abatement recall process. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit, dust fail contamination and a blower contributing to foam degradation. Additionally, the service technician also noted error codes present in the device logs. The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
Updated: report source - other: third-_party technician. FDA product code- mns.